Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. (B)(4) the patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. The right iia was coil-embolized before the aaa repair. The final confirmatory angiography showed an endoleak. The physician suspected that it might be a proximal type I endoleak, so touch-up was repeatedly conducted to the proximal neck part. However, another angiography taken in the graft showed an endoleak from the main body. The physician finally judged it as a type IV endoleak (1820334-2011-00242). It was revealed that the placed iliac leg occluded a gate of the left iia. The left iliac leg was pushed up with a balloon and a sheath, but failed (1820334-2011-00243). The physician decided to take a wait-and-see approach. There has been no patient outcome provided. Updated on (B)(6) 2011: additional information provided on (B)(6) 2011; on (B)(6) 2011, the physician confirmed that the endoleak was solved. Although gluteal claudication was observed, the patient was discharged from the hospital with no problem.